Event description:
It was reported that patient underwent a surgical procedure to explant his due to unknown reasons. Previous ultrex device was explanted and a new inflatable penile prosthesis (ipp) was implanted. A reservoir was attempted during this surgery due to unknown reasons.